Event description:
Pt procedure started at 8:15am at 9:44 am in doing intervention, cutting balloon lodged in calcified plaque and balloon tip detached when trying to remove catheter. At 12:20 balloon tip was successfully retrieved without further complication.